Event description:
It was reported that the lead had unusually low and declining impedance during the patient's last few follow up physician appointments. The lead was reprogrammed and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.